Event description:
Contact reported that during a spinal procedure, a csf leak was discovered and tracted back to the area immediately below the depuy spine crossover implant. The device was removed, the leak repaired and another crossover was implanted. This situation resulted in only a short delay (10-min.) To the case. There was no adverse patient outcome.

Manufacturer narrative:
Implant was discarded and not returned for evaluation. The lot number is unknown at this time. No connection can be made between the reported event and any shortcoming of the device or information supplied with the device at this time. Dural tear is an inherent risk of spinal surgery, and is listed as a possible adverse event in the IFU supplied with the implant.